Manufacturer narrative:
The following information has been updated/corrected: d.10 devica available for eval.?: yes. D.10 returned to manufacturer on: 2020-10-01. H.3. Device return to manuf.?: yes. H.3. Device eval by manufacturer?: yes. H.6. Method codes: 10, 3331. H.6. Result codes: 114. H.6. Conclusion codes: 4315. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates on lot # 9343416. Unable to perform complaint lot history check for needle hub separates for unknown lot number. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned three (3) loose 0.3ml insulin syringes. Customer reported needle hub separated when removing shield. All 3 returned syringes were examined, and it was observed that all 3 syringes exhibited a needle hub/shield assembly separated from the barrel; no damage to the barrel tips was observed, and only 1 separated hub assembly was returned. Manufacturing (holdrege) will be notified of the observed issues. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1890881, "on (B)(6) 2020, holdrege received photo complaint. A visual evaluation of photo found (3) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. Needle assembly was pictured, there did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Batch 9350297: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Unknown batch: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue. ".

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation prior to use. The following information was provided by the initial reporter: material no.: 328521. Batch no.: 9343416 & unknown. Pet owner reported, needle hub separated when removing shield stated, shield was not difficult to remove. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9343416, medical device expiration date: na, device manufacture date: 2020-02-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates on lot # 9343416. Unable to perform complaint lot history check for needle hub separates for unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation prior to use. The following information was provided by the initial reporter: material no.: 328521 batch no.: 9343416 & unknown. Pet owner reported, needle hub separated when removing shield. Stated, shield was not difficult to remove. Date of event: unknown.